Event description:
The technician alleged that after replacing the hydraulic manifold the head of the bed would not raise. No pt impact.

Manufacturer narrative:
The technician found an electrical issue with the wire harness on the hydraulic manifold. The technician replaced the wire harness on the hydraulic manifold to resolve the issue.